Event description:
It was reported that this brady lead was not successfully implanted due to physician's discretion as the stylet would not advance through the lead. Also, this lead was retained by the facility. A new lead with the same model was implanted. No adverse patient effects were reported.